Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of a tubing separation. During a blood transfusion, the blood set tubing reportedly separated where "the long tubing adjacent to the injection site pulled out of the y-site." Approximately 25ml of blood was "spilled." The transfusion was completed using a replacement blood set tubing. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.